Manufacturer narrative:
(B)(6). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® volift¿ with lidocaine. A few days post injection, ¿the patient began to develop pain in the nasolabial fold region and an abscess formed in the same region. The abscess increased in size and hcp administered antibiotics. To alleviate the problem, hcp referred the patient to a surgeon who drained the abscess, but the patient was still complaining being the last day of antibiotics.¿ event is currently ongoing.